Event description:
It was reported that during a laparoscopic hysterectomy/open hysterectomy procedure, the jaws were stuck while sealing a tissue on a laparoscopic hysterectomy. For this reason, he had to open the patient. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The device was tested with the test media and no anomalies were found. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Following information has been requested; however, no response has been received: what was the indication for surgery? What was the tissue condition? Was the tissue overly thick or fibrous? How big a bite was taken each time device was used? How long had the device been used prior to having opening and closing issues? Were there any issue noted with opening and closing prior to this firing? Was the opening issue gradual or all of a sudden? What trouble shooting steps were taken prior to opening the patient? Was there any damage noted to the jaws? Describe the cleaning techniques used during procedure? What is the patient¿s current status?